Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) exhibited high thresholds and low impedance. The ipg was recaptured, redeployed but upon pulling one end of the cut tether the ipg dislodged. The ipg was attempted not used (retrieved via a snare) and replaced with a dual chamber ipg. No patient complications have been reported as a result of this event.